Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer found a partial blockage in the sipper/ vacuum nozzle. He replaced the sipper nozzle, vacuum nozzle, solenoid valves, and both acrylic block gaskets. He performed all sample probe adjustments. He ran precision testing, ise checks, calibration, and qc. All results were within specifications. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ise results from the cobas 8000 cobas ise module (double) analyzer. One example was provided. The initial sodium result was 150 mmol/l. The repeat result from both the same analyzer and another analyzer was 140 mmol/l. The initial chloride result was 113 mmol/l. The repeat result from the same analyzer was 105 mmol/l. The repeat result from another analyzer was 102 mmol/l. The repeat results were believed to be correct.